Event description:
It was reported that a patient presented with clavicle crush damage on the right ventricular lead and insulation damage suspected on the right atrial lead. The device exhibited an unspecified issue as well. The entire system was explanted on (B)(6) 2026. No adverse patient consequences were reported.